Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station shut down and went offline. The customer reported that they attempted to reboot the station since it was shown as offline. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been shut down. The field service engineer (fse) reported that the station was operational upon arrival, but that drawers 2-1 and 2-2 had failed. The pockets were not appearing on the bus within the application, although the pyxis module controller and drawer boards displayed normal indicator lights. The pockets were visible in diagnostics and functioned correctly during testing. The row boards were inspected and all connections were reseated. The fse confirmed that the pyxis module controller, drawer boards, and pyxibus cable had been replaced previously. Alternating current and direct current voltage checks were normal, and the battery passed a load test, although it was replaced proactively since it was due within six months. Connections to the communication sled, docking board, power supply, and all in one unit were reseated. After powering on the station, the unit began cycling power every two seconds, with the basic input/output system screen flashing and the barcode scanner repeatedly reinitializing. The communication sled, identified as an older version, was replaced with no improvement. The docking board was replaced, and a different all in one unit was tested, but the issue persisted. The fse determined that the power supply had failed. After discussing options with the customer, a temporary power supply from an unused pain management station was installed. The station powered up successfully, passed all tests, and remained stable. The system functioned as intended after the field service engineer repaired the device.